Event description:
It was reported that during a lap liver procedure, the white plastic tissue pad fell off in the patient. The procedure was completed by a same like device. No patient consequences were reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.